Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the defect was confirmed.

Event description:
Procedure was performed in (B)(6) with an unknown event date. Customer states that after first time use of the generator, error occurred soon after starting ablation and temperature was 90 degrees. The procedure time was extended by 30 minutes.